Event description:
Additional information was received from the rep on 2022-12-27. The rep reported that the issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial#(B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6). Product type: lead. Corrections: section e and g2. Information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2022-12-05. The rep reported that the patient has not received effective therapy and a lead revision was scheduled for (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-nov-03, information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was mdt rep called about a patient they met with yesterday in clinic. Rep reports patient has two scs implanted, and is having difficulty with stimulation on her 97715. Rep states patient was not feeling stimulation on "some groups", so rep was re-programming the ins yesterday. Patient was reported to see oor on some electrodes with higher impedances. Rep states that she was able to program around those electrodes yesterday in clinic, and she had the patient practice using each group with confirmed stimulation prior to leaving the clinic. Rep then reports when patient got home, they called the rep back to state they were unable to increase intensity in some programs. Patient was getting a message that stimulation could not be increased. Rep reports that during programming, she programmed lead one (left side of body) in program one and lead two (right side of body) in program two. Rep said if she turned program one off, then program two would work, however if both were on, they would could not be increased above .2ma. Rep is not currently with patient at the time of call. Tss reviewed that there may be an impedance issue on lead one. Tss recommended rep call back when she is with the patient for troubleshooting. Rep reports patient had a fall in (B)(6) of 2022, and an x-ray was done after this fall. Rep states that the x-ray was not concerning to the physician, however rep did not have additional information on whether or not leads moved. The caller was not with the patient. On 2022-11-08, additional information was received from the manufacturer representative (rep) reporting that the cause of the impedance issue was not determined. Further troubleshooting with technical support and the patient would be done in person on thursday ((B)(6) 2022). On 2022-11-10, the rep called back and reviewed this initial info from this case. The caller states she noticed during this case that all the program 1s (a1, b1, c1) were getting 'settings not available' so the caller had made adjustments that seemed to address the issue and sent the pt home. The day after this case when pt was home, the pt began to see 'settings not available' again. The caller is with pt today and notes that impedance checks are varying--first check showed 2 contacts as 'do not use', second check showed 4, third check showed 5 as 'do not use'. Tss reviewed the caller has some degree of a compromised lead. Tss reviewed the best thing the caller can do at this time is to try to find impedance values that are viable and somewhat consistent and see if the pt can get benefit from them. Tss reviewed that oor is impedance/setting related. Tss reviewed if the lead has some intermittent open/short situation and therapy cannot be achieved a revision may be necessary. The caller states all contacts associated with contact 0 are >40k ohms. A session report was provided.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2018, explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting indicating that they were calling after speaking with pt's hcp to get MRI guidelines. Mdt rep reports pt had a lead revision in (B)(6) 2022 (as previously reported) after a previous fall, and reports that at sometime between then and today reported to hcp that stim was still not working well. Mdt rep reported that hcp stated today that xray images were not totally clear as to whether a lead had migrated out of the epidural space, and wanted an MRI. Tss reviewed MRI guidelines. Mdt rep reports that pt also working with a doctor along with current hcp, to decide if they want to remove leads and place a surgical paddle. Mdt rep reports she will consult with hcp further and call ts back or have hcp call if there were further questions.

Event description:
The reason for call was caller stated patient had left lead revision on (B)(6) 2022 due to high impedances. Intra-op impedances were checked on the new lead in the wens and existing ins and everything was in range and in pacu, patient claimed to be feeling stim. However, after patient went home, they indicated that even with stim on, they weren't feeling any stim and on (B)(6) 2022, they started seeing "settings not available" message. Caller checked attempted reprogramming today and patient wasn't receiving any left sided coverage and if caller programmed both leads, patient felt stim but only in back and right side, not on left side at all. Caller ran impedances and provided the following values: ref 0 - all over 40k ohms ref 1 - 3:4200 (an hour ago it was 3470), 6: 570, 2:23640, 4: 14100, 5: 2750, 7: 3050 all 8-15 are around 800-900 ohms ref 6 - 0: 40k, 1: 570, 3: 9330, 4: 1120, 5: 18420, 7: 29790 ohms ref 8 - 0: over 40k, 1: 890, 6: 850 ohms the issue was not resolved through troubleshooting. Tss reviewed to obtain imaging as lead may have moved or something may have happened following revision. Tss reviewed it could be an issue with 0-7 port of header block as well and to ensure that lead was actually replaced and somehow the old lead wasn't re-implanted. Tss asked but caller didn't have serial/lot number of new lead. Tss discussed swapping leads in ports for intra-op troubleshooting and caller stated they had a vanta case like that and it turned out there was an issue with the ins 0-7 port - caller confirmed this was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting indicating that they were calling after speaking with pt's hcp to get MRI guidelines. Mdt rep reports pt had a lead revision in december 2022 (as previously reported) after a previous fall, and reports that at sometime between then and today reported to hcp that stim was still not working well. Mdt rep reported that hcp stated today that xray images were not totally clear as to whether a lead had migrated out of the epidural space, and wanted an MRI. Tss reviewed MRI guidelines. Mdt rep reports that pt also working with a doctor along with current hcp, to decide if they want to remove leads and place a surgical paddle. Mdt rep reports she will consult with hcp further and call ts back or have hcp call if there were further questions. Additional information was received from the rep. It was reported that the device was reprogrammed, but coverage was very limited.